Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse booted the system and performed a test drive. Multiple instrument changes were performed without incident. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, while customer was inserting the medium/large clip applier instrument under guided tool change (gtc) the system did not "sense the falciform ligament hanging down" resulting in the instrument making unintentional contact with the tissue. It was stated that there was no tissue injury, bleeding, or medical intervention required due to this event. The instrument was redirected and the issue was resolved. They tried other instruments several times, and all stopped where they were supposed to. The case was completed robotically with all four universal surgical manipulators (usms) with no patient injury reported.